Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
The customer's father reported that his daughter's blood glucose reached 299 mg/dl less than 4 hours after the pod was activated. Upon inspection he noticed the cannula was not properly inserted into her skin.